Event description:
It was initially reported that the pt was having an increase in his seizures for about the last month and a half, which were not above his pre-vns baseline levels. It was noted that the pt's device had been reset to 1ma/20hz/500pw/30sec on/60min off. The pt was last seen in (B) (6) 2009. The pt's settings were changed back to 1.5ma/20hz/250pw/30sec on/3min off. Diagnostics were performed at this appointment, which were all within normal limits and no eri-flag. A final interrogation was done at this last visit. Pt's medications were increased and seizures are better controlled. Mother reports that the magnet continues to bring the pt out of complex partial seizures. Good faith attempts to obtain add'l info have been unsuccessful to date.